Event description:
Healthcare professional reported right side "capsular contracture, baker grade ii to iii". Healthcare professional later reported "cysts", "punctate calcifications" diagnosed via mammogram. Patient later reported "fear of developing breast cancer. Device remains implanted.

Manufacturer narrative:
Cont. E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.